Event description:
It was reported that one farastar generator was selected for being used, however, it remains in standby mode even after being left for more than 30 minutes following charging. The procedure was discontinued due to defect (the intended treatment could not be completed). No patient complications occurred. There is not any indication if the device will be returned. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.